Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported the 71-year-old male patient had an impella 5.5 implant and the pump flipped in the mitral valve after it was successfully turned on. The doctor attempted to reposition the pump, but they were unsuccessful. The pump was explanted and then implanted into the left ventricle. The nurse tried to restart the pump 3 times and each time an impella stopped alarm appeared. The pump was explanted and replaced.

Manufacturer narrative:
The investigation for the positioning issue and the pump stop has been completed. The data logs were reviewed which show that they experience "impella in the aorta" alarms and retrograde flow and have trouble achieving flows for 5 minutes. The pump was removed, sat outside the body, and then a guidewire was used to reinsert it, and then there is a high motor current pump stop immediately and then the device was removed. These high motor current pump stop alarms are likely related to the positioning of the pump. The pump was returned and there were was a kink in the cannula seen but no other abnormalities. This kink is likely related to the positioning of the pump. The pump was able to run in a bucket for 10 minutes without reproducing a pump stop. The root cause of the pump did not start is most likely due to use. The root cause of the positioning issue is most likely due to use.